Event description:
It was reported during the use of a vaxcel pasv PICC procedure, the catheter fractured distal to the suture wing, inside of the pt. This device has not been received for evaluation yet. Therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Co is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.